Event description:
The customer claims that the hand drills from 2 ins hith kits broke while in use. The customer is only returning one out of the two for evaluation. The other kit was disposed of by the customer there was pt contact but no injury was reported.